Event description:
It was reported that during the implant procedure the right atrial lead's helix mechanism would not extend when the lead was repositioned at a new site. It was also noted that once the lead was removed from the venous system the helix still would not extend after thirty plus rotations. The lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was a tip seal observation and the lead appeared damaged at implant. The analyst noted that the helix cannot extend and retract due to distal conductor distortion within the connector.